Event description:
It was reported that this pacemaker patient presented to the emergency room due to syncopal episodes. It was reported that the interrogation of the device was normal, with no cause of syncope determined. The review found some competitive sensor pacing or pacemaker mediated tachycardia (pmt) from november, and the current pvarp was set at 300ms. Discussed options for retrograde conduction tests, however the field representative stated that there were only 3 of these episodes so will discuss options with clinic. No symptoms at time of episodes in november reported. The device remains in-service. No additional adverse patient effects were reported.